Event description:
The hospital reported that during the saphenous vein harvesting procedure, the scissors shaft on the scissors of the harvesting cannula separated. A replacement unit was used to complete the procesure. The hospital did not report any patient complications.